Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pvi procedure the faradrive steerable sheath was selected for use, a farawave 31mm catheter was inserted into faradrive, wire advanced slightly out of farawave, physician proceeded to aspirate sheath again and noticed bubbles drawing back into his syringe. It's possible that one of the leaflets of the valve could've been flipped the wrong way upon farawave insertion through the valve. Asked physician to remove farawave and aspirate once more, and the sheath aspirated back just fine with no bubbles but when ablation catheter was once again inserted through the sheath the same issue with bubbles drawing back into physician's syringe during aspiration occurred. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. Leak and aspiration performance testing the returned sheath observed the device failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found inner faces of the external and internal valves torn, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pvi procedure the faradrive steerable sheath (clear) - us was selected for use, farawave 31mm catheter was inserted into faradrive, wire advanced slightly out of farawave, physician proceeded to aspirate sheath again and noticed bubbles drawing back into his syringe. It's possible that one of the leaflets of the valve could've been flipped the wrong way upon farawave insertion through the valve. Asked physician to remove farawave and aspirate once more, and the sheath aspirated back just fine with no bubbles but when ablation catheter was once again inserted through the sheath the same issue with bubbles drawing back into physician's syringe during aspiration occurred. The sheath was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.